Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported break of the filtration element was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned unit. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and the break noted to the filtration element preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: date estimated

Event description:
It was reported that an unspecified issue was experience while attempting to load the filter of the emboshield nav6 embolic protection system (eps) into the delivery catheter (dc) pod. Therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Return device analysis found a break was noted in the filtration element proximal neck at 0.5mm (millimeters) distally from proximal end of filtration element. Both proximal and distal separation segments were on barewire. Follow up with the account confirmed that the break occurred during the attempt to load the filter and the filter could not be loaded into the delivery catheter pod. No additional information was provided.